Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up, it was reported the patient experienced fungal peritonitis. Seventeen (17) days after peritonitis diagnosis, meropenem injection (500mg, once daily, intraperitoneal) was introduced to the patient for peritonitis. On an unknown date, all antibiotics treatment has been discontinued. Twenty-five (25) days after peritonitis diagnosis, the pd catheter was removed and the patient was switched to hemodialysis (hd). Hd is ongoing. No additional information was available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was not reported whether the patient was hospitalized for the event. The same day as event diagnosis, the patient was treated with vancomycin injection (1g, every 3 days, intraperitoneal, ongoing) and amikacin injection (500mg, stat, intraperitoneal, discontinued on the same day) and again from next day, amikacin injection (125mg, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient recovered from the cloudy effluent and abdominal pain, however it was reported that the patient was recovering from the peritonitis. Pd therapy is ongoing. It was reported retraining for break in aseptic technique was done. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.